Manufacturer narrative:
Between january 1 to december 31, 2016, a total of 404 patients who were surgically treated with hemiarthroplasty or internal fixation were included in the study. Internal fixation was performed by residents and attending surgeons in 120 patients (38 male and 82 female; mean age of 83.4 years) and 145 patients (45 male and 100 female; mean age of 82.7 years). Exact date of event is unknown; january 23, 2021 is the date the literature article was published. PMA/510k: this report is for an unknown synthes dhs construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: prat, d. Et al (2021), orthopaedic residents autonomy in hip fracture surgery: what is the effect on patient outcomes?, archives of orthopaedic and trauma surgery, vol xx (xx), pages 1-12 (israel). The aim of this single-center cohort retrospective study is to determine if surgery performed solely by residents, without supervision or participation of an attending surgeon, can provide similar outcomes to surgery performed by trauma or joint reconstruction fellowship-trained orthopaedic surgeons. Between january 1 to december 31, 2016, a total of 404 patients who were surgically treated with hemiarthroplasty or internal fixation were included in the study. Internal fixation was performed by residents and attending surgeons in 120 patients (38 male and 82 female; mean age of 83.4 years) and 145 patients (45 male and 100 female; mean age of 82.7 years), respectively, using either of the following: proximal femoral nail anti-rotation (pfna¿), dynamic hip screw (dhs¿), or the 3 screw fixation technique using cannulated screws, all by depuy-synthes. The average follow-up time was 26.1 months (sd 10.9). The following complications were reported as follows: there are 6, 31, and 61 patients in the 30-day, 1-year, and 2-year mortality, respectively. 5 patients were evaluated as malreduced. 45 patients had major complications which include deep infection, venous thromboembolic event (vte), myocardial infarction (mi), cerebrovascular accident (cva), arrhythmia (i.e. Atrial flutter, atrial fibrillation), pneumonia and congestive heart failure (chf). 40 patients had minor complications which include superficial wound infection, delirium, urinary tract infection (uti), ileus, and bedsores. 15 patients required revision surgery. 39 patients had a bag of blood transfusion. 28 patients had 2 bags of blood transfusion. 11 patients had 3 or more bags of blood transfusion. 41 patients had a contralateral hip fracture. This report is for an unknown synthes dhs construct. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unk - constructs: pfna.